Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, the exact cause of the reported issue could not be conclusively determined. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU provides the following: - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents. - inspection of the air-feeding function - inspection of the objective lens cleaning function. For inspection of the single use combination cleaning brush (bw-412t) the reprocessing manual states, - check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. -check the bristles of the channel cleaning brush and the channel-opening cleaning brush parts for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips. - manually cleaning the endoscope and accessories_ clean the external surfaces of the insertion section -while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. - take the insertion section out of the detergent solution and confirm that no debris remains on all its external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end. Olympus will continue to monitor complaints for this device.

Event description:
Olympus (okm) was informed that a customer evis lucera elite gastrointestinal videoscope was returned due to a report of "flushing channel blocked, no clinical impact" during an unspecified procedure. Upon inspection and testing, the device was observed to have evident blockage from foreign debris blockage/protruding from the air/water nozzle at the distal end.

Manufacturer narrative:
An initial evaluation of the scope observed foreign debris blockage/protruding from the air/water nozzle at the distal end causing water flow restriction . The foreign debris/object appears to be a brush bristle like material. Additionally, the insertion tube was found to delaminating, the up/down angulation has play/loose. The scope was last serviced via repair on july 29, 2021, due to an ¿image fault, no clinical impact.".the investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.